Event description:
Boston scientific received information that this pacemaker was explanted due to an infection. It was noted that the patient picked at the sutures which caused the infection.

Manufacturer narrative:
At this time,this device has not been returned. If additional information is received, this report will be updated.